Event description:
The dr claims that in 2002, the graft was implanted as part of an artificial valve replacement (avr). The graft was used as an extra anatomical left aorta-left iliac bypass graft. The procedure was done using extracorporeal circulation. On post-operative day 20 (pod20) to pod 27, the pt developed a fever of 40.0 deg. C to 40.8 deg. C. Antibiotics and steroid was administered and the fever decreased and stabilized. The graft was left in. The pt is now doing well. According to the pt's medical records, the pt underwent "adnatus" taa & aaa at 8 years of age. In addition, pt also underwent aortitis syndrome at 12 years of age. In 9/2002, co learned the following: the hosp does not know if the pt had a sensitivity to bovine collagen. One of the antibiotics administered was "predonine", the others and the steroid used are unknown and appear, at this time, to be unattainable.